Manufacturer narrative:
Three lot numbers were used during the initial labral repair procedure on (B)(6) 2016. Unknown which lot number broke and was left in the patient. Lot numbers used - 5054434, 50539969, 50545752. (B)(4).

Event description:
Patient complained of ongoing hip pain which prompted medical intervention on (B)(6) 2016. During the procedure a broken device fragment was discovered and removed. No further patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lots confirmed that no additional complaints of this nature have been filed. No abnormalities were reported with these product lots during manufacture. The device is made of implant grade nitinol which is biocompatible. Based on the submitted information and the incidental finding of the broken tip (in situ for a year) no clinical significance can be determined.